Event description:
The facility returned a lens implant card for a 12.1mm micl12.1 implantable collamer lens and indicated "has a tear on the lens, didn't use". Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Lens not returned. Results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).